Manufacturer narrative:
(B)(4). Evaluation, results - (stent graft misreplacement), (pre-operative transection), (device was used to treat a transection). Conclusion - (pre-operative transection), (device was used to treat a transection).

Event description:
A talent captiva stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic transection. The aortic arch had an acute bend and was described as a type 2 arch. It was reported that the proximal main talent captiva device was inserted w/o problem; however, the deployment handle had to be rotated 15 or more times before the stent graft started to deploy, and then during deployment, the stent graft jumped backwards approximately 15mm. The blood pressure was kept low during the deployment. It was also noted that there was a kink of the outer catheter shaft; however, it is unknown when the kink had occurred. The physician commented that the kink of the delivery system was what had caused the deployment difficulties; the kink may have stored too much energy within the delivery system and consequently caused the stent graft to eventually jump[ backwards. Initially, the physician elected not to intervene any further; however, 2 hours later, it was noted that the transection was extending distally beyond the stent graft. The physician elected to intervene by placing a talent thoracic stent graft distally and also placing a 36x36x199 talent captiva proximally to reline the initial talent captiva stent graft and compensate for its 15 mm of distal movement. No clinical sequelae were reported, and the patient is fine.